Event description:
Additional information received from the company representative who covered the surgery that the surgeon did not remove the rest of the old lead during the surgery that occurred on (B)(6) 2023. The lower part of the lead that was connected to the previous generator was explanted during the surgery that occurred on (B)(6) 2023.

Event description:
Additional information received noting that the patient underwent another surgery to receive a new generator and lead.

Event description:
It was reported that during a battery replacement, when going to pull the generator out of the pocket, the area was so calcified that it had stripped the insulation off the leads when it was pulled, leaving the wires completely exposed. The new generator was already opened and once connected to the lead, low impedance was observed. The generator was ultimately not replaced and the exposed wires were cut but most of the lead was still implanted. The patient was closed without replacing and an additional surgery will be scheduled later. No known additional surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned generator. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. The data dump was reviewed and negative impedance values were observed on (B)(6) 2023.